Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that a loose plastic piece from the cannulae broke off in the patient. This event resulted in medical intervention to prevent injury by flushing out the piece from the patient the user reported the surgical procedure was completed successfully. No other details regarding the nature of the event have been provided.

Manufacturer narrative:
Device eval anticipated, but not yet begun.